Event description:
It was reported that, the patient underwent orif surgery for tibia fibula with fibulink. Although it was not an ankle surgery, it was a tibiofibular fusion with fibulink from the lateral side after using a ccs made by another company. The surgeon deployed the fibulink after inserting the tibial screw. The surgeon determined that the fibulink was not fully deployed on the image and attempted to deploy it again by pulling the silver tube but was unable to do so. When the surgeon attempted to pull and remove the silver tube with more force, the silver tube fell out along the gold tube. The surgeon then inserted only the silver tube, but the silver tube could not be inserted. After several attempts, the surgeon removed the screw with a screwdriver and attempted to insert a silver tube on the instrument table. However, it still couldn't be inserted, so the surgeon finally fixed it in place with a k-wire. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: part # fgs-1100. Synthes lot # 24e013. Supplier lot # 24e013. Release to warehouse date: 06. Aug.2024. Expiration date: 01. Aug. 2027. Supplier: (B)(4). No ncr's generated during production. DHR result retrieved from (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.